Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) appears to have treated an atrial fibrillation (af) with rapid ventricular response (rvr) episode as a ventricular tachycardia (vt) episode. This resulted in the patient receiving an inappropriate therapy. Follow-up was completed and there were no known programming changes made at this time. The device remains in use. No further patient complications have been reported as a result of this event.